Event description:
Information was received that during a pre-use check of a hotline disposable, a loose particle was found inside. No patient injury resulted.

Manufacturer narrative:
One device sample was returned for evaluation. Visual inspection of the product found no contamination or loose particles in the product. The sample underwent functional testing which included being connected to a fluid warme, however no foreign material was observed during this testing. Also, a random sample of 32 units was taken from the manufacturing process, the units were visually inspected in order to verify that the components do not present any damage; no discrepancies were found during the inspection. No root cause has been determined as the reported complaint was not confirmed.